Manufacturer narrative:
An internal biomérieux investigation concluded the following: the organisms are not present within the bottle when received at the sites, but rather introduced to the bottle during inoculation at the testing site. The broad range of species and strains recovered indicate the contaminants do not stem from a single source. Testing practices or environmental conditions at the testing site are the root cause. The root cause is not within the control of biomérieux. An info bulletin will be issued to the field that describes the investigation results and re-emphasizes the preparation protocol described in the package insert.

Event description:
A customer in the united states contacted biomérieux to report bacillus contamination associated with a bact/alert® fa plus culture bottle. The culture bottle was inoculated in the emergency room (ER). The corresponding box of bact/alert® fa plus bottles was inspected and one empty bottle was found; this empty bottle had a hole in the bottom. This bottle was discarded. The customer then examined the contaminated bottle more closely and he observed that the label looked like it had gotten wet because the printing was slightly smeared and the paper looked slightly bubbled. He surmised that the bottle with the hole in it leaked media onto the contaminated bottle. He swabbed the label of the contaminated bottle and the subculture grew bacillus sp. The customer was not willing to provide photos of the bottle label; although he was willing to allow a biomérieux representative visit the lab. The customer stated that, to his knowledge, the patient was not harmed or required modified treatment due to the contamination issue. The customer stated they followed the collection instructions in their local sop. Each bottle should have an alcohol pad placed over it until it is inoculated. Review of the local sop by biomérieux personnel indicated the procedure does not state to wipe the bottle top and wait for the disinfectant to dry. It only states to remove flip cap and put an alcohol prep on top of each bottle. It should also state to wipe the bottle top and allow the alcohol to dry. The wiping action removes spores, and the drying action kills bacteria. Biomérieux investigation will be initiated.